Event description:
Image guidance machine would not recognize the sinus locator. The image guidance machine failed approx. 3 weeks ago during a case. Rep had machine sent out. The machine that was sent back was a machine used in cranial surgery. Machine does not have the software to recognize the ent specific equipment. There was nothing the rep could do to fix this. The m.d. Was able to finish the case without the equipment working properly. No harm came to the patient. Per medtronic, only 1 (microdebrider) of the 4 trackable instruments was not able to be tracked. They have since fixed the issue.